Event description:
A user facility biomedical technician (biomed) reported a blood leak from the smartech line on the fresenius combiset bloodlines during the patient¿s hemodialysis treatment. There were no issues during priming reported. Upon follow up with the registered nurse, it was confirmed that the combiset was not dropped at all prior to use, and there were no defects noted on the device during set up. The machine used during treatment was a fresenius 2008t machine and the dialyzer used during treatment was a fresenius dialyzer. The patient's estimated blood loss (ebl) was approximately 100 ml. There was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on a different machine. It was confirmed that the complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported a blood leak from the smartech line on the fresenius combiset bloodlines during the patient¿s hemodialysis treatment. There were no issues during priming reported. Upon follow up with the registered nurse, it was confirmed that the combiset was not dropped at all prior to use, and there were no defects noted on the device during set up. The machine used during treatment was a fresenius 2008t machine and the dialyzer used during treatment was a fresenius dialyzer. The patient's estimated blood loss (ebl) was approximately 100 ml. There was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on a different machine. It was confirmed that the complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.